Event description:
Air mattress surface found deflated. Upon investigation, it was found that the tubes were no staying attached. Recovercare was notified and repaired the mattress on (B)(6) 2011. No injury to patient.